Manufacturer narrative:
The customer, a biomedical engineer, confirmed over the phone that they were able to order and install a replacement therapy connector that resolved the reported issue. The device was returned to use by the customer following this repair. The device will not be sent to physio-control for an evaluation.

Event description:
The customer contacted physio-control to report that the device intermittently recognizes the therapy cable is connected. If the cable is wiggled, the device will state "connect cable". There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio provided the therapy connector repair kit part number to the biomed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the device intermittently recognizes the therapy cable is connected. If the cable is wiggled, the device will state "connect cable". There was no patient use associated with the reported issue.